Event description:
It was reported that the implant failed to integrate. The dr. Did not document the dates implanted and explanted.

Manufacturer narrative:
Pending addtional information from the dentist. Will update MDR once information is received.